Event description:
It was reported the patient died due to uncontrolled type 2 diabetes/mellitus along with multiple other complications (unknown). The patient was using manual injections as well as pod therapy. There was no allegation that the pod led to the uncontrolled diabetes or death of the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.